Event description:
It was reported that the battery charger melted (date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.

Event description:
Correction: the previous MDR submitted on january 03, 2023 was filed inadvertently. No device malfunction or serious injury has occurred.